Event description:
The device was originally placed on or about 11/25/98. On 11/30/98, the pt was transferred to the reporter's facility with a temperature of 103.6 degrees. The peg site was ok at this time. On 12/2/98, the peg site began leaking and the area was reddened. The pt continued to run a high fever. The area was kept clean and dry. Peg placement appeared to be ok and "had give" to it on 12/13/98. The peg was tight and couldn't be manipulated on 12/14/98. The dr was going to replace the peg tube, and during egophago-gastro-duodenoscopy found the internal bumper had completely eroded through the gastric wall and was embedded outside the stomach. The pt was diagnosed with peritonitis. The pt was is currently nothing by mouth the tube was removed without any other problems.